Event description:
It was reported that the patient presented to the hospital for a routine follow-up before lead revision procedure on (B)(6) 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high capture threshold and high pacing lead impedance. Physician suspected the cause to be lead fracture. The physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition throughout.